Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a contaminated v3 component inside ECG "d". The contamination caused the component not to function properly. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was experiencing a service code 204 (belt unusable).